Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited a gradual increase in the pacing impedances measurements on the right ventricular (rv) lead, during several months and then consistently high out of range. No other change was noted in any other lead measurements and there was no evidence of noise. Subsequently, the rv lead was revised, and when the pocket was opened, the lead was twisted up consistent with twiddles syndrome and a micro fracture was suspected. The rv lead and this ICD were extracted without incident and a re evaluation will be performed to determine if this primary prevention system needs to be reimplanted or if new device is needed, will be a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited a gradual increase in the pacing impedances measurements on the right ventricular (rv) lead, during several months and then consistently high out of range. No other change was noted in any other lead measurements and there was no evidence of noise. Subsequently, the rv lead was revised, and when the pocket was opened, the lead was twisted up consistent with twiddles syndrome and a micro fracture was suspected. The rv lead and this ICD were extracted without incident and a re evaluation will be performed to determine if this primary prevention system needs to be reimplanted or if new device is needed, will be a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited a gradual increase in the pacing impedances and out of range measurements. This ICD remains in service. No adverse patient effects were reported.